Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell from the customer's belt and the cartridge popped off of the pump when the pump hit the ground. Reportedly, the customer was unable to load a new cartridge due to the damage around the area where the cartridge slides onto the pump. The customer's blood glucose (bg) level was 266 mg/dl. Reportedly, the customer contacted a healthcare provider to obtain manual injections to address the bg level.